Manufacturer narrative:
The following text refers to serial no. (B)(4) and serial no. (B)(4) (see report#: 3002807968-2014-00008). Data-logs from the analyzers have been investigated. In one of the analyzers it could be detected that a small air bubble had been in the fluid pathway. In the other analyzer nothing abnormal was found. According to the customer, the solution packs have been frozen during transport and this could be possible cause. The service engineer replaced the inlet on both analyzers, and after that they have performed as expected. The inlets, which was replaced, was of an old type and according to the service engineer, they were defective. As, changing the inlets solved the problem, the most likely root cause is the defective inlets. The frozen solution packs may have contributed to the problem.

Event description:
The incident involved two abl90 flex analyzers, which were installed on (B)(4) 2013. They were meant to replace the old abl (B)(4) analyzers. However, on the abl90 po2 results were low and so2 results slightly higher compared to when the same samples were measured on the abl825. The po2 results were typically 20mmhg below the results from the abl825 and the results were inconsistent with the patients condition. As a consequence one patient was placed on home oxygen as a precaution. Because of this, the abl90 analyzers were taken out of operation and the old abl825 analyzers were used in stead. This report is for one of the analyzers. The report for the other analyzer is: MFR report#: 3002807968-2014-00008.